Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image noise. A root cause could not be identified. Based on the results of the investigation, it is likely the no image (black screen) was caused by a cut on the charged coupled device cable. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image, black screen, and the screen went black. The issue was observed during a colonoscopy procedure. There were no reports of patient harm.